Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of lasix. This was a routine order with a volume to be infused (vtbi) of 10ml/hr; however, 100ml infused in two (2) hours. The concentration was 100mg lasix in a 100ml of 0.9 normal saline bag. The infusion was programmed interoperable/barcode scanning. Concurrently, fentanyl 1000mcg/100ml at 150mcg/hr was also running at the time of the event with no issues. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an over infusion of lasix. This was a routine order with a volume to be infused (vtbi) of 10ml/hr; however, 100ml infused in two (2) hours. The concentration was 100mg lasix in a 100ml of 0.9 normal saline bag. The infusion was programmed interoperable/barcode scanning. Concurrently, fentanyl 1000mcg/100ml at 150mcg/hr was also running at the time of the event with no issues. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex g, c, d codes and manufacturer narrative. Investigation summary: the report of over infusion of lasix was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer provided an event date and time of 14 june 2024 at 6:45 am. On 14 june 2024 at 4:40 am, the pcu event log showed the pump module received a remote IV message for ¿drugid= 453¿ ¿unknown drug¿ (suspected to be lasix) for a primary infusion at a rate 10ml/hr and a vtbi of 100ml. The infusion was started and was paused immediately. At 4:40 am, the pump module was selected, and the user updated the vtbi to 90ml. The user then started the infusion and the pump module alarmed for ¿flo stop open¿ two minutes later. Between 6:45 pm and 7:36 am, the user set the delay unit time once for (10 minutes) and two times for 15 minutes. At 7:56 am, the pump module was channeled off. No further infusions were noted on this day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing and testing of received administration set observed no leaks or issues. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device and administration set were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, g04037, g04067, c17, c0601, d07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion of lasix. This was a routine order with a volume to be infused (vtbi) of 10ml/hr; however, 100ml infused in two (2) hours. The concentration was 100mg lasix in a 100ml of 0.9 normal saline bag. The infusion was programmed interoperable/barcode scanning. Concurrently, fentanyl 1000mcg/100ml at 150mcg/hr was also running at the time of the event with no issues. There was patient involvement but no harm.